Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left main bifurcation. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent strut on the 8th proximal stent strut row was lifted from its crimped position. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left main bifurcation. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.